Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device was unable to shock vfib (ventricular fibrillation) heart rhythm when attempting sync.the device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer.

Event description:
The customer reported the device was unable to shock vfib (ventricular fibrillation) heart rhythm when attempting sync. The device was reported to be in use on a patient, but there was no harm to the patient. This report is on the second device which did not deliver a synchronized shock. The reporter stated that shock was eventually delivered.